Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Account will not release.

Event description:
It was reported that post implant of a realize adjustable band, the patient had two adjustments. The patient presented with lack of restriction and weight gain. It was determined that there was a leak between the balloon and the spine of the band. It is unknown if any diagnostic tests were performed. The band and port were removed and replaced. The account will not release the band and port.